Event description:
It was reported that the pt had the pump removed due to infection with symptoms of redness and pocket erosion; erosion from right long arm cast. The pt did not have meningitis. The location of the infection was the device pocket. The device pocket was cultured and candida parapsilosis was isolated. The pt was prescribed intravenous and oral antibiotics. The infection resolved. The pt had drug withdrawal symptoms of increased spasticity and required admission to the intensive care unit for a versed drip.

Manufacturer narrative:
Final device analysis reveals no anomaly found - normal device function.